Event description:
The facility reported a colleague infusion pump on which the stop button does not work very well, making it very difficult to stop the pump. This problem was identified during patient use. However, the facility representative stated this condition did not interrupt an infusion. There was no patient injury or medical intervention necessary. No additional information is available. This device is a colleague 2006 pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.